Event description:
On (B)(6) 2011, the following information was provided to cook: following placement of the jejunal feeding set, the patient began having issues. The nature of the issues is unknown. The patient was taken to surgery where it was discovered that the tube was protruding out of the small bowel into the peritoneum. Cook received the following additional details on (B)(6) 2011: a few days following placement of the jejunal feeding set, the patient was reportedly having what was described as belly and abdominal pain. According to the physician, the jejunal feeding tube did not go through the small bowel, the physician believes the jejunal feeding tube perforated the small bowel. When the child was fed through the jejunal feeding tube the feeding solution was entering the peritoneal cavity. This caused the pain and start of an infection. When the patient was taken to surgery and opened up, that is when they discovered the tube had perforated the small bowel. The tube was removed and the patient was administered antibiotics for approximately 1 week while in the intensive care unit (ICU). The patient is reportedly "doing okay now." Additional comments from the physician: they just wanted to make cook aware of the situation and do not have a problem with the cook jejunal feeding set. The physician commented that 20 french was the smallest size available to be used.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Peritonitis is listed in the instructions for use as a potential complication associated with placement and use of a flowj tube. Prior to distribution, all percutaneous endoscopic gastrostomy systems gastro-jejunal feeding tubes are subjected to a visual inspection to ensure device integrity. Corrective action: because more specific details regarding the description of the event were received on (B)(6) 2011, the quality engineering risk assessment is being updated at this time. The results of the risk assessment will be used to determine if corrective action will be initiated in response to this event. Upon completion, a follow-up MDR will be submitted to update this section of the report. As (B)(6) feedback continues to become available, quality assurance will continue to monitor for complaint trends and reassess the risk assessment, where needed.